Event description:
It was reported there were a few infections at one hospital with 2 doctors. Additional information has been requested but was not a vailable as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Additional information received reported it was believed the infection was at the lumbar incision from a catheter revision. The drug in the pump was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported the system was being used to deliver morphine. Intrathecal morphine treatment was ongoing at the time of the report. There were no other medications contained in the pump at the time of the event. Preoperative antibiotics were administered. The date of onset/diagnosis of the infection was (B)(6) 2013 and the date of the last refill was (B)(6) 2013. There were no signs or symptoms at the time of the refill. A culture was obtained from the device pocket and the organism cultured was "na." Intravenous antibiotics, oral antibiotics, and a total device system explant were performed. The patient was doing well and changed to hydromorphone for pain. The patient had unknown risk factors before implantation of the device.

Event description:
It was later reported that it was believed the infections had "something to do" with a specific individual who was a scrub tech and had questionable sterile technique.